Manufacturer narrative:
(B)(4) - allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a root amputation on a molar on (B)(6) 2011 and suture was used. The pt had been on amoxicillin for several days prior to surgery and was also put on lortab the day of the surgery. On the evening of (B)(6) 2011, the pt started having edema and difficulty swallowing. On (B)(6) 2011, the pt went to the ER and was given benadryl and IV fluids and sent home. That same evening, the pt returned to the ER as the difficulty swallowing had not resolved. The pt was admitted and given more IV steroids. The pt was discharged on (B)(6) 2011 and sent home on a steroid dose pack. The sutures were removed by the dentist on (B)(6) 2011.